Event description:
Hill-rom received a report from the account stating the sling strap broke. The lift was located at the account . The patient fell onto her shoulder no serious patient injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The sling was returned for engineering analysis. The results of the investigation found the most probable root cause to the malfunction is that the webbing in the loop has been cut by something sharp such as a knife or a pair of scissors. If the plastic back containing the sling is cut open with a pair of scissors this malfunction may occur. In the instruction guide for solo highback sling, 7en160179 rev. 6, it is stated under care and maintenance: check the sling before each use. Check the following points with regard to wear and damage: fabric. Straps. Seams. Suspension loops. Do not use damaged lifting accessories. If anything is unclear, please contact the manufacturer or supplier. Based on this information, no further action is required.

Manufacturer narrative:
The account is sending the sling back to hillrom for evaluation. Per the golvo 9000 instruction guide(7en140108, rev 1) under safety instructions before lifting, always make sure that. The lifting accessory is selected appropriately, in terms of type, size, material and design, with regard to the patient¿s needs. The lifting accessories are not damaged. The lifting accessory is correctly attached to the lift. The lifting accessory hangs vertically and can move freely. The lifting accessory is correctly and safely applied to the patient in order to prevent injuries; no further information is available on the evaluation of the sling at this time. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the sling strap broke. The lift was located at the account . The patient fell onto her shoulder no serious patient injury reported. This report was filed in our complaint handling system as complaint # (B)(4).